Event description:
It was reported to adac that when changing the dynamic wedge angle, the dose distribution did not change. The user computed dose with a dynamic wedge angle of 45 degrees, changed it to 30 and recomputed. The dose computed after the change still reflected the 45 degree wedge angle. The graphical display of the wedge looked the same also. When the user double-clicked on the angle, the dose was invalidated again and correctly computed. No injuries were reported as a result of this issue.